Manufacturer narrative:
Based on the results of our root cause investigation, it has been determined that the reported particulate is not related to any damage or malfunction of the product. Our investigation has concluded that the observed particles are originating from the metallic cap assembled to the needle wrench which when packaged in the same pouch with the silicone irrigation sleeve results in microscopic particles being transferred from the needle wrench cap to the irrigation sleeve. All products have been found to comply with specifications and function as intended. Additionally, there have been no reports of post-surgical adverse reaction. However, due to increased sightings of microscopic particles and our ongoing continuous improvement activities, we have taken measures to identify an internal cleaning process related to needle wrench assembly to address the reported events. Validation activities have been completed and the process has been implemented. In addition, we are reviewing our component specifications related to particulate matter and will revise specifications, where necessary to better align with customer expectations. As a result of this additional information, it has been determined that the issue documented in this report does not meet the criteria of a reportable malfunction and the complaint record will be revised accordingly.

Manufacturer narrative:
Evaluation completed. Seven light blue irrigation sleeves and one dark blue irrigation sleeve were returned in the small parts pouch. The original packaging was not returned. The part numbers and lot numbers cannot be verified or determined. Visual inspection found the samples dirty with particulates visible on the tips. Microscopic examination found dark blue speckles visible in the material of the tips. These samples will be sent to the vendor for evaluation. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reports observing what appears to be glitter in the eye wounds of several patients. The glitter has been observed during post-op examination with a slit lamp over the past several months. The users reported noticing the sleeves that cover the phaco tip and I/a tips appear to have glitter or a shimmer on the surface. To date, there have been no patient complications due to this issue.

Manufacturer narrative:
Evaluation completed. Seven light blue irrigation sleeves and one dark blue irrigation sleeve was returned in the small parts pouch. The original packaging was not returned. The part numbers and lot numbers cannot be verified or determined. Visual inspection found the samples dirty with particulates visible on the tips. Microscopic examination found dark blue speckles visible in the material of the tips. These samples will be sent to the vendor for evaluation.

Manufacturer narrative:
Correction of model number from bl5111 to bl5110.